Event description:
While testing the core impaction drill during routine servicing, it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the bearing on the driveshaft was corroded and stuck on the driveshaft.